Manufacturer narrative:
(B)(4).

Event description:
It was reported that during placement, the clinician had good waveform and doppler signal. A blue bulls eye was achieved and a chest x-ray was performed. The x-ray showed the tip 4cm deep requiring retraction for optimal placement in the caj. There was no delay in treatment and no patient death or complications reported.